Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.